Manufacturer narrative:
The following fields have been updated with corrected and additional information: b5: describe event or problem: it was reported when using the bd vacutainer® eclipse¿ blood collection needle there was poor sleeve function and blood leakage occurred. The following information was provided by the initial reporter. The customer stated: "when inserting the tube to the non-patient needle, they heard a pop. The rubber covering the needle did not retract but they were able to collected the sample. They proceeded to collect a second tube but when it was inserted, no blood was flowing inside the tube and the blood was leaking into the holder." H6: imdrf annex a additional code: a050401. H6: investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing, each used to draw 10 vacutainer tubes, and no issues were observed relating to sleeve leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was poor sleeve function and blood leakage occurred. The following information was provided by the initial reporter. The customer stated: "when inserting the tube to the non-patient needle, they heard a pop. The rubber covering the needle did not retract but they were able to collected the sample. They proceeded to collect a second tube but when it was inserted, no blood was flowing inside the tube and the blood was leaking into the holder."

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was poor sleeve function. The following information was provided by the initial reporter. The customer stated: "when inserting the tube to the non-patient needle, they heard a pop. The rubber covering the needle did not retract but they were able to collected the sample. They proceeded to collect a second tube but when it was inserted, no blood was flowing inside the tube and the blood was leaking into the holder."